Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an abdominal aortic ulcer. It was reported 1 year, 5 months post index procedure that a patient presented with a thrombosed left limb (etlw1610c124e), and an aspiration mechanical thrombectomy was performed. Following the thrombectomy, two limbs were implanted, one on each side, and the flow divider was raised. The cause of the event could not be determined by the healthcare professional. The event was resolved, and the device remains implanted and in service.